Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was under palliative care and deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient developed endocarditis.

Event description:
New information reported stated that the patient's wife reported that the patient went to the hospital in 2014 with infective endocarditis, family were not told the source of this infection. Patient spent 8 weeks in hospital on drip with antibiotics, patient recovered but was never quite the same following this, limited mobility but some quality of life. Placed into nursing home shortly after being discharged from hospital. Pacemaker set to 85 beats to try and remove water retention. Rate not checked again by the hospital until patient's death. To help gfr rate, hospital took patient off medication for gout and 1 other pharmaceutical but pacemaker rate never adjusted, gfr plateaued.